Manufacturer narrative:
The device was returned for evaluation. Investigation results found no defects or deficiencies that would result in the cannula failing to insert correctly and/or the pump failing to deliver insulin. Release records were reviewed and the product met all acceptance criteria. The omnipod¿s user guide warns to "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider," and "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death." It advises ¿the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops."

Event description:
The customer's mother reported that her blood glucose reached 384 mg/dl after wearing the pod between 24 and 36 hours. The patient was admitted to the hospital for diabetic ketoacidosis and treated with IV fluids and insulin through IV.